Manufacturer narrative:
Batch review performed on 19 february 2021. Lot 165135: (B)(4) items manufactured and released on 26-oct-2016. Expiration date: 2021-10-12. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been already sold.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 2 years and 4 months after previous surgery. The surgery was completed successfully. The patient underwent two previous revision surgeries due to infection.